Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer¿s blood glucose was 13 mmol/l. The troubleshooting was performed for the insulin pump error alarm. The customer explained alarm and assisted in clearing. The customer was advised that the insulin pump requires replacement and discontinue use of the insulin pump. The customer was advised to revert to backup plan. The insulin pump will be returned for analysis.